Event description:
The account alleged a pt fell out of the bed. Pt was x-rayed and nothing was broken. That is all that is known at this time.

Manufacturer narrative:
The tech performed the investigation and the account stated the bed alarm was set but it never alarmed when the pt fell out of bed. The pt received a cat scan for a bump on the head. No other injury info was released by the account. The tech inspected the bed and found the pt was still in the bed and the bed exit alarm was set. The pt was trying to climb out of the bed while the tech was trying to fill out the event paperwork. The pt was removed from the bed while the bed functions were checked and the bed exit alarm functioned as designed. The nurse stated that the cat scan came back negative. The extent of the pt injury was a bump on his head. The tech reported that the pt was trying to exit the bed and the nurse may need to restrain the pt.